Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which the patient presented for a scheduled heart catheterization due to increasing shortness of breath and fatigue. Following completion of the heart catheterization, the patient was admitted for observation. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) performed on (B)(6) 2026 demonstrated mild mitral regurgitation and severe stenosis, concerning for hypoattenuated leaflet thickening (halt). The patient was transitioned from xarelto to warfarin for anticoagulation therapy and was discharged on (B)(6) 2026.